Event description:
It was reported that the atrial lead exhibited noise and increased impedance. The lead and pacing system were deactivated. A new system was implanted within the patients left side.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.